Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer used 16 vials of insulin in 16 days and that the pump shows that the customer uses an average of 130 units a day. The customer's blood glucose level was not impacted. Review of t:connect pump data indicated that there was a discrepancy. Reportedly, the customer would continue to use the pump until replacement pump is received. Also, it was confirmed that the customer had manual injections available.